Event description:
In several episodes recorded in the device memories, simultaneous noise oversensing is visible in both atrial and ventricular channels. Preliminary analysis results showed that the origin of these simultaneous non-physiological signals is unknown. It could be located at lead level, connection level or device level. At this stage, strong electromagnetic interference (emi) from unknown origin (pattern not typical) cannot be excluded. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
In several episodes recorded in the device memories, simultaneous noise oversensing is visible in both atrial and ventricular channels. Preliminary analysis results showed that the origin of these simultaneous non-physiological signals is unknown. It could be located at lead level, connection level or device level. At this stage, strong electromagnetic interference (emi) from unknown origin (pattern not typical) cannot be excluded. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Event description:
In several episodes recorded in the device memories, simultaneous noise oversensing is visible in both atrial and ventricular channels. Preliminary analysis results showed that the origin of these simultaneous non-physiological signals is unknown. It could be located at lead level, connection level or device level. At this stage, strong electromagnetic interference (emi) from unknown origin (pattern not typical) cannot be excluded. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Manufacturer narrative:
Following recommendation, the device was explanted and will be returned for analysis.

Event description:
In several episodes recorded in the device memories, simultaneous noise oversensing is visible in both atrial and ventricular channels. Preliminary analysis results showed that the origin of these simultaneous non-physiological signals is unknown. It could be located at lead level, connection level or device level. At this stage, strong electromagnetic interference (emi) from unknown origin (pattern not typical) cannot be excluded. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Manufacturer narrative:
Additional patient files received for analysis.

Event description:
In several episodes recorded in the device memories, simultaneous noise oversensing is visible in both atrial and ventricular channels. Preliminary analysis results showed that the origin of these simultaneous non-physiological signals is unknown. It could be located at lead level, connection level or device level. At this stage, strong electromagnetic interference (emi) from unknown origin (pattern not typical) cannot be excluded. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).